Manufacturer narrative:
The glidescope titanium lopro t3 blade and a gvm monitor were returned to verathon for evaluation. A technical service representative connected the returned blade to the returned video monitor. When initially powered on the monitor displayed the image as expected; however, when left powered on the screen would briefly go blank and the image would reappear. The technical service representative isolated the fault to the returned blade by connecting it to a test video monitor and the image issue persisted. As there are no repairs are available for the lopro t3 blade the customer elected to replace the blade. As a part of routine servicing, the returned video monitor software was updated to the latest release. The video monitor and replacement blade were returned to the customer. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3 blade, the image would intermittently freeze and cut out. A second glidescope system was used to complete the procedure, reportedly there was a five (5) minute delay while the second device was prepared. No harm to patient or user was reported.